Manufacturer narrative:
Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported the blade has broken in the cutting guide during surgery. No harm/injury to patient. There was a delay of unknown time to check if there were any parts fell in vivo. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the oscillating saw blade linvatecâ®/hallâ® powerproâ®, part number 19090137lg1 and lot number 313858, review noted 1 instance of process deviation or non-conformance during the manufacturing process. Non-conformance #1: 5 pieces were scrapped at the tumble/dry operation. Non-conformance #2: 1 piece was scrapped at the hand grind/remove nib operation. Non-conformance #3: 3 pieces were scrapped at the gage/hub check operation. Non-conformance #4: 1 piece was scrapped at the setting/size of teeth operation. Non-conformance #5: 1 piece was scrapped at the laser etch operation. The DHR review did not note of any non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing related to the reported event. The DHR review found all verifications, inspections, and tests to be successfully completed. On 29 oct 2018, it was reported from (B)(6) clinique that an oscillating saw blade linvatecâ®/hallâ® powerproâ® broke in the cutting guide. On 04 feb 2019, a returned product investigation was performed on the oscillating saw blade linvatecâ®/hallâ® powerproâ®. The physical evaluation revealed that the returned blade broke at the connection point. It was also found that the side of the blade was damaged due to an external force. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the oscillating saw blade linvatecâ®/hallâ® powerproâ® was broken, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.